Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to high readings.

Event description:
It was reported that the sensor did not come out of warm up and that there was an error message that the sensor glucose value was not available. The blood glucose reading was 26 mmol/l. The customer was treated with the insulin pump. The sensor was fully inserted. The sensor passed the watertight procedure. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.